Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Expiration date and lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a spinal fusion, the surgeon did the discectomy and then placed a 9 mm lordotic zero-p implant. Initially, the patient had a previous c5-6 anterior/posterior cervical fusion at an unknown date. The patient had an unknown zero-p implant in the c5-c6 anterior spine, and unknown synapse 4.0 rod system at c5-c6 as well. There were no issues with this hardware, but the patient developed the adjacent level disease at the c6-c7 at an unknown point in time. The surgeon operated the patient to address the c6-7 level. The surgeon first went anterior at c6-c7 and planned to put in a zero-p implant. The surgeon did the discectomy and placed a 9 mm zero-p large lordotic implant. When the surgeon tried to remove the implant to reposition the zero-p device with the implant holder/aiming device. The zero-p plate separated from the spacer. The surgeon removed the spacer using a forceps. The surgeon asked for a new device as he was not comfortable trying to put the zero-p plate and spacer back together (they come assembled initially). The nurse opened him another 9 mm lordotic zero-p spacer (same size). The surgeon then placed the spacer and successfully completed the anterior procedure. After the anterior portion of the procedure was complete, the surgeon flipped the patient posterior and removed the locking caps on the synapse c5 and c6 screws. The surgeon then placed new synapse screws at c7 and then contoured new rods and connected the c5-c7 construct. There were a five (5) minutes surgical delay. The procedure was successfully completed. There was no patient consequence. This complaint (B)(4) captures the intra operative event while complaint (B)(4) captures the postoperative event due to the patient developed the adjacent level disease at the c6-c7 at an unknown point in time. Concomitant device reported: aiming device for zero-p (part# 03.617.963, lot# unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).